Event description:
It was reported by service report that the stretcher did not raise when pumped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release pedal; obstruction.